Manufacturer narrative:
Device has been returned; however, investigation has not been conducted. Additional information will be submitted in a supplemental report once the investigation is complete.

Event description:
It was reported that "doctor broke screw extractor shaft while attempting to remove screw from the plate. As the screw couldn't be removed with the inner shaft of the extractor broken, the entire plate was removed. In the process, the fixation pin was also broken."